Event description:
The morning of the anticipated discharge, the pt's right saphenous PICC line (placed in the nicu by an IV rn 3 days prior to the event) was discovered to be fractured at the level of the hub. The line was visualized intact during morning rounds by the surgical team, but a short while later was discovered fractured when the pt's nurse undressed the pt for a diaper change. The internalized 2 cm fragment proximal to the hub migrated to her heart and was confirmed by cxr projecting over the right atrium and right ventricle with one end within a left lower lobe pulmonary artery branch.

Manufacturer narrative:
A mailing container and label have been sent to the reporter for return of the unit. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).